Event description:
I have experienced progressively worsening eye problems for the past six months while using nutrifill preservative-free saline solution (lot hkk) both to rinse and--crucially--to fill my scleral contact lenses. Because scleral lenses vault over the cornea and must be filled with saline, my eyes were in constant contact with the contaminated solution throughout each day. During this period, I developed multiple eye infections, persistent redness and irritation, a corneal ulcer, new-onset halos around lights, measurable deterioration of my vision in both eyes, and frequent headaches from eyestrain. As someone with keratoconus, my corneas are especially vulnerable to contamination. I had never experienced any of these symptoms before using this product, which I later learned was non-sterile. Once I became aware of the recall for sterility concerns, I immediately discontinued use--by which point I had endured repeated infections and significant vision changes. My symptoms began shortly after I started using the solution and persisted until I stopped in (B)(6) 2025. I am submitting this report to document the full extent of these adverse effects and to help ensure that others are not harmed by this product.